Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu4208 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the guidewire was lengthened upon removing after insertion of the power trialysis. The user requests us to investigate the root cause of this issue and also to check if there is any piece of the guidewire remaining inside the patients body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed. One 0.035 in. ¿j¿-tip guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The guidewire was observed to be bent in multiple places. The coiled wire was observed to be unraveled around the 20 cm marker and the core wire was found to be broken. A microscopic observation revealed the break site of the core wire was tapered with a granular surface. Both weld tips were found to be present. The features of the fracture in the core wire of the returned guidewire are characteristic of a tensile (pulling) failure, most likely caused by excessive manipulation of the guidewire during insertion/removal, the angle of insertion/removal, and/or patient anatomy. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the guidewire was lengthened upon removing after insertion of the power trialysis. The user requests us to investigate the root cause of this issue and also to check if there is any piece of the guidewire remaining inside the patients body. There was no reported patient injury.